Event description:
Procedure: tonsilectomy. Reportedly, the surgeon was cauterizing and using the suction device on the throat of the patient, the surgeon felt a shock, jumped then dropped the hanpiece. He looked at his finger and saw a small black spot or burn. No treatment required. The procedure was completed.